Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/09/2016 that on (B)(6) 2016, the patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device failed global transmitter final functional testing. The reported event of a failed transmitter was confirmed. Customer complaint was confirmed.